Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt¿s attorney. On (B)(6) 2004 ¿ excision on abdominal wall lipoma and repair of ventral hernia with a kugel patch. On (B)(6) 2005 ¿ repair of recurrent ventral hernia with a non-bard mesh. The kugel patch was not visualized during this procedure. On (B)(6) 2005 ¿ exploratory laparotomy, reduction of recurrent incarcerated ventral hernia, excision of non-bard mesh, and primary repair of recurrent hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt underwent repair of a recurrent ventral hernia on (B)(6) 2007, it was noted during that time that ¿there were dense adhesions throughout the midline due to the previous attempts at hernia repair including composix implant and removal.¿ it appears the surgeon is referring to the kugel patch implanted on (B)(6) 2004, however no other explant info or pathology reports were provided. At this time it is unclear when the kugel patch was removed. The medical records indicate that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.